Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).

Event description:
The customer reported approximately ten milliliters of diluent overflowed from the white blood cell (wbc) bath and control data not printing involving the coulter act diff 12 analyzer. Beckman coulter customer technical specialist (cts) advised the customer to wear proper personal protective equipment (ppe) prior to troubleshooting; the customer was wearing gloves and eye protection. The customer replaced the check valves under the wbc bath and performed controls; all results were acceptable. No erroneous patient results were generated at the time of the event. There was no patient consequence associated with this event. There was no operator injury or adverse effect associated with this event. The facility has an exposure control or risk management plan in place. The instrument was returned to normal operation.